Event description:
It was reported that during use on a patient, the arterial pressure (ap) readings on the cs300 intra-aortic balloon pump (iabp) were erratic. There was no patient harm and no adverse event was reported. Taken from medwatch form #0503-240000-2019-8050: it was reported that during use on a patient, the cs30 intra-aortic balloon pump (iabp) stopped working during the middle of a case. The customer's perfusionist reconnected all cables, exchanged the tubing, zeroed the iabp unit and monitor, and engaged the balloon. Soon after restarting the iabp unit, the pressure numbers were greatly fluctuating; some as high as 300 on a beat to beat basis. Mechanically, it appeared the intra-aortic balloon (iab) was functioning normally. It was noted that the iabp would not slave the monitors and the radial line appeared as a normal pressure.

Manufacturer narrative:
Updated fields: a3, a4, b4, g4, g7, h2, h10. Customer provided patient demographics.

Event description:
It was reported that during use on a patient, the arterial pressure (ap) readings on the cs300 intra-aortic balloon pump (iabp) were erratic. There was no patient harm and no adverse event was reported. Taken from medwatch form #(B)(4): it was reported that during use on a patient, the cs30 intra-aortic balloon pump (iabp) stopped working during the middle of a case. The customer's perfusionist reconnected all cables, exchanged the tubing, zeroed the iabp unit and monitor, and engaged the balloon. Soon after restarting the iabp unit, the pressure numbers were greatly fluctuating; some as high as 300 on a beat to beat basis. Mechanically, it appeared the intra-aortic balloon (iab) was functioning normally. It was noted that the iabp would not slave the monitors and the radial line appeared as a normal pressure.

Manufacturer narrative:
Corrected fields: e1 (event site name, event site address, event site telephone) the full name of the event site in block e1 was shortened due to field character limit; the full name is (B)(6).

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was not able to confirm the customer's reported issue. The stm suspected that the issue was with the intra-aortic balloon (iab) catheter and believed that it also could have been an operator issue. The stm completed the scheduled preventative maintenance (pm) service and noted that during the evaluation, the ECG cable was observed to have bent pins. The customer will provide a purchase order (po) to replace the cable. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the arterial pressure (ap) readings on the cs300 intra-aortic balloon pump (iabp) were erratic. There was no patient harm and no adverse event was reported.